Event description:
Procedure type: hemorrhoidectomy. According to the rptr: the instrument disconnected at first closing after a few tries it closed but disconnected at firing. The surgery was continued w/o the stapler. The pt had slight tears in the mucous membrane. The case was not extended by more than 30 mins. There was no bleeding reported in excess of 500cc. No reinforcement material was used.

Manufacturer narrative:
(B)(4).